Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 22 previously reported events are included in this follow-up record. Product return status: 11 devices were received. 9 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 22 malfunction events in which the device or cutting accessory fractured. 15 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 8 devices were received. 1 device was not available for evaluation. 8 device investigation types have not yet been determined. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device or cutting accessory fractured. 14 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 22 malfunction events in which the device or cutting accessory fractured. 15 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 17 events were originally reported for this failure mode during the reporting quarter; however, 5 events were inadvertently excluded. 22 reported events are included in this follow-up record. Product return status: 11 devices were received. 3 devices were not available for evaluation. 8 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 22 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 22 malfunction events in which the device or cutting accessory fractured. 16 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.